Event description:
It was reported that the audio on the device was inoperable. This may result in a delay in defibrillation. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the device speaker. The speaker was replaced, proper operation was confirmed and the device was returned to the customer.